Manufacturer narrative:
Date rec'd from MFR: 07sep2019. Date of report 17sep2019.failure analysis on the returned gas delivery system shows that this failure was traced to an out of spec u1 (lot code: 0802) on the air flow sensor pcba .the u1 and the eeprom on the air flow sensor pcba were both replaced.

Manufacturer narrative:
Date received by MFR: 01aug2019. The remote service technician advised the customer to perform the performance verification test and customer reported reports failing air flow accuracy test confirming the need to replace the flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 12jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit declared a low leak alarm and the tidal volume is constantly increasing. The device was in use at the time of the event; however, there was no patient harm.